Manufacturer narrative:
Note: there will be a total of 3 reports filed for this event; one for each of the 3 emg tubes that were reported to have cuff leaks. This is report 2 of 3. Product evaluation: 1 opened sample, part number 8229707, from lot number 0214041418, was received for analysis. There was a residue consistent with biological contaminants on the device. A syringe was used to inflate the cuff with 10cc of air and it leaked out immediately. Under magnification it was determined that there was a puncture in the cuff and abrasions near the puncture. The puncture was ¿v¿ shaped and measured 0.21¿ long. The IFU instructs the user to test the cuff for leakage with 15cc to 20cc of air during preparation (prior to use). The extent of the observed damage would have been immediately noticeable by the user if present prior to use / handling. The information most likely indicates inadvertent damage occurred while handling and /or during intubation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroidectomy, the inflator cuffs on 3 separate emg tubes leaked slowly after the patient was intubated and the airway established. The tubes were tested and inflated prior to use; they either deflated slowly due to a slight defect, or they were punctured by a tooth or something else. The patient was re-intubated 3 times. The procedure was successfully completed using a 4th emg tube. Clarification of the event was provided: the 2nd tube they intubated with had had a slow leak. They noticed that the pilot balloon went flat first, and then the cuff slowly deflated. There was no reported permanent injury.